Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified opening on posterior, crease fold, wear abrasion, brown particles. Leak test and microscopic analysis was performed which identified: crease sharp opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is an opening crease sharp on posterior due to fold flaw opening. The reason for reoperation was deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.